Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that when it was attempted to charge the stimulator, a system problem occurred and it could not be charged. It had a defect for a long time; on the 12th of last week, the female representative at the hospital stated that the base of the recharger¿s connector became overheated, and charging was difficult. The battery pack was detached and reattached for a reset, but charging failure occurred and the stimulator could not be charged. Since the stimulator could not be charged, the amount of charge on the controller did not decrease from last week. It was requested that the person in charge of the area handle the issue. It was noted the issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger g2: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.